Manufacturer narrative:
The exposed portion of the soft cannula was observed to be torn, causing fluid to leak from the soft cannula. It could not be determined when or how this damage occurred. It could not conclusively be determined if this damage contributed to the reported event. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No other damages or manufacturing deficiencies were found that would result in the device failing to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 15 mmol/l (270 mg/dl) while wearing the pod on the abdomen between 25 and 36 hours. A manual insulin injection was administered to treat the hyperglycemia and a new pod was applied.